Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, 75% stenosed, de novo lesion in the mid right coronary artery (mrca). The nc tenku 3.75 x 15 mm was used for pre-dilatation but the balloon ruptured during the first inflation at 12 atmospheres (atm). The device was changed to a nc tenku 3.5 x 15 mm and pre-dilatation was successfully performed. The procedure was completed without any issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.